Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (300 mg/dl). Pump passed delivery system check. Customer was treated with intravenous insulin while in the hospital. Cold insulin is used to load cartridge. Customer adjusted her basal settings to correct frequent elevated blood glucose levels.